Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient stimulator was not working, and it actually had not worked for a couple of years. When they went to go charge it, it wouldn¿t. It was asked when the patient noticed they couldn¿t charge. They tried many times; they had been trying for the last three weeks. The patient¿s back pain was so severe they would like to use the ins. The patient did not remember when the last successful recharging session was. It had been awhile since they used it because they couldn¿t get it to charge. When they first got the ins they weren¿t really trained on how to use it. The patient was still having concerns with their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. There was an appointment date noted for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(6), implanted: 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(6), implanted: (B)(6) 2008, product type: extension. (B)(4).